Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100610 ¿ m/l taper stem - 61158129, 00631005032 ¿ elevated liner ¿ 61515673, 00620205022 ¿ shell ¿ 61544172, 00625006535 ¿ bone screw - 61547325. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03971.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to pain. During the surgery, a small amount of fluid was present and a small amount of corrosion was found on the femoral head. Blood work was taken and found that the patient was experiencing elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels, and corrosion on the head component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.